Event description:
The patient underwent a minimally invasive tlif at l4-5 to treat stenosis. It was reported that the rod could not pass through the l5 screw head using the rod inserter. An adjustment was made to the l5 screw height but the rod would still not pass through. An additional incision was made for a new path for the rod. The rod passed through the screw head and the surgery was completed with no additional complications during surgery. Eight days post-op the patient was transferred to another facility due to acute deterioration. The patient had a surgery to fix the intercostal artery. The patient had lost about 4000ml of blood and pneumohemothorax was confirmed. The patient is hospitalized at the university hospital. No additional info is available at this time.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.